Manufacturer narrative:
Patient information were not provided. Date of event is unknown. Sorin group (B)(4) manufactures the optiflow aortic arch cannula. The incident occurred in (B)(6). The involved device has been requested for return to sorin group (B)(4) for investigation and it is not yet received. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Sorin group (B)(4) has received a report that, upon cannulation, the tip of the aortic arch cannula detached. There is not report of any patient injury.

Manufacturer narrative:
H.10: the complained device a282-70a optiflow cannula returned to livanova facility for investigation. Visual inspection of the cannula found the tip broken and detached from cannula body. No blood residue was found in the returned cannula suggesting the cannula has not been used. In addition, another broken and detached tip of the same type of cannula was returned to livanova. Follow up with the customer clarified that, differently from what initially stated, the cannula tip fractured when being inspected by the surgeon prior to insertion. In addition to the above, livanova has been informed that on the same occasion, during visual inspection upon usage, a second similar cannula fractured. The customer elected to return all similar unused cannula in stock. The condition of the unused returned cannula made impossible to perform any investigation: the outer shipper was severely damaged. Review of the manufacturing record did not identify any issue: the cannulas were released according to product specifications. No other similar complaint was submitted relevant to the claimed batch. Livanova investigation could not identify any root cause of the event. Based on the conditions of returned device and as per collected evidences, the reported material breakage has been reasonably traced back to mechanical hit/compressive stresses accidentally applied to cardboard boxes after product release during handling/transportation phases, exceeding what the packaging has been developed to sustain. No specific device-related malfunction could be identified. As this appears as any isolated case and no specific root cause could be identified, no corrective action will be undertaken. Livanova will keep monitoring the market.

Event description:
See initial report